Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of medtronic¿s intrastent ld doublestrut (unmounted) stent system/intrastent ld max (unmounted) stent system/intrastent ld mega (unmounted) stent system. Survey results received for an interventional cardiologist with 21 years¿ experience who was been using the intrastent ld doublestrut (unmounted) stent system and intrastent ld max (unmounted) stent system and intrastent ld mega (unmounted) stent system since 2015, 2014, 2017 respectively. In the following procedures using the intrastent ld doublestrut (unmounted) stent system, 342 occlusions, lesions at high risk for a brupt closure or threatened closure following percutaneous transluminal angioplasty (pta) were treated with 54 in the last 12 months. 423 lesions believed to be at high risk of restenosis following pta in the common iliac arteries were treated with 76 in the last 12 months. 215 lesions believed to be at high risk of restenosis following pta in the external iliac arteries were treated with 35 in the last 12 months. 342 lesions believed to be at high risk of restenosis following pta in the subclavian arteries were treated with 65 in the last 12 months. 213 palliative treatment of malignant neoplasms in the biliary tree were treated with 34 in the last 12 months. Total usage: 1535 with 264 in the last 12 months a complication of stent migration was reported during a procedure where intrastent ld doublestrut (unmounted) stent system was used. This event was not deemed to be device related and was not previously reported to medtronic. The event was considered to be not at all concerning. No complications were reported by the respondent during use of the intrastent ld max (unmounted) stent system or the intrastent ld max (unmounted) stent system.